Event description:
It was reported that during humeral fixation, a drill bit seized against a screw, fractured, and became entrapped within the intramedullary canal, and the distal cortical screw was exchanged for a shorter locking screw. On fluoroscopy, the drill bit appeared cleanly broken with no debris in the surrounding soft tissue. A risk¿benefit assessment was performed intra-operatively, and a corticotomy to remove the fragment was not pursued due to potential detriment to the patient; the fragment was retained and documented as a perioperative occurrence. The patient had no known impact or consequence. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed annex g code - mechanical (g04) - drill. D10: associated product information, part (lot): unknown screw (unknown). Attempts have been made to gather all product identification information, and no further information has been provided. The customer has indicated that the product will not be returned to zimmer biomet for investigation as they do not have means to return it. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.